Event description:
Event description cpi received information that at an attempted implant this downsize plus defibrillation lead (dsp) was not used because they 'could not remove the stylet despite pulling, they had to cut the lead and use it for access'. Another lead, the same model 0095 (dsp) was implanted.